Event description:
Pieces in throat. Have sore throat and chest congestion and headaches daily. I cannot go without my machine due to sleep apnea, chance of stopping breathing without it. FDA safety report ID# (B)(4).